Manufacturer narrative:
The device was not returned for evaluation. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded the following: the only intervention that was reported to counteract the slow/no-reflow was intracoronary (ic) adenosine. If other medications or catheter aspiration techniques were used, they were not reported. While ic adenosine can be administered to assist in myocardial reperfusion, a high dose is recommended. However, ic adenosine should be used in conjunction with other thrombolytic techniques, such as thrombus aspiration. The unreported state of the patient¿s condition and disease state could have led to the death. As there was not a lot of information provided, it cannot be definitely stated if the xience prime stents or a procedural error was the cause of the patient¿s death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience prime stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and tortuosity. The lesion was pre-dilated and a 3.0x38 mm and a 3.0x23 mm xience prime stent were implanted. During post-dilatation there was slow flow and subsequent no flow. The no flow was treated with intracoronary adenosin; however, the patient ultimately expired due to the no flow. Although the physician stated that the death was unrelated to the xience prime stents, thrombus was observed in both xience prime stents, which likely led to the no flow, and ultimately the cause of death. No additional information was provided.